Event description:
Healthcare professional reported "pump and cassette separated and blood backed into cassette". Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.